Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, while the device was being applied to the superior lobar artery, the device did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. They replaced the reload, with the same handle, to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, while the device was being applied to the superior lobar artery, the device did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. They replaced the reload to resolve the issue in order to complete the case. There was no patient injury.